Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the video graphics array (vga) to digital visual interface (dvi) cord on the navigation system connecting the monitor to the graphics card of the computer was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was conducted to determine the probable cause of the anomaly. The analysis found that the software of the navigation system functioned as designed. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the monitor of the navigation system was black. It was reported that the power button was still illuminated and that restarting the navigation system restored functionality. It was noted that the issue recurred in the procedure and restarting again restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Following the procedure, troubleshooting was conducted and the representative could not replicate the reported issue. Additionally, the digital visual interface (dvi) to video graphics array (vga) adapter on the navigation system was loose, so it was subsequently re-sat.